Event description:
Additional information received reported the patient received effect by programming around the 3 contacts reported. It was an unknown cause for the impedance issue. The electrode impedance test results were all combinations out of range which indicated an open circuit. However, when they would take therapy impedance, it would show all within normal range. Reprogramming had been performed but they were unable to use the 3 contacts that did not provide therapeutic effect. It was corrected that the issue was ¿not that he was unable to adjust stimulation.¿ it occurred on (B)(6) 2014. They were not able to get results using the 3 contacts but the patient was getting effect by programming around the 3 contacts. Programming beyond 1.4v was uncomfortable for the patient. No x-rays were done but a CT scan was done and it revealed the leads were on target.

Event description:
It was reported that the patient never had therapeutic effect, but it was later clarified that the patient was not receiving therapy or side effects from programming on right contacts 9, 10, or 11, but received adequate stimulation/therapeutic effect when programmed to case +, 8-. The patient¿s device had high impedances on their right ventral intermediate nucleus (vim) electrodes 9, 10 and 11. It was stated that the left vim results were showing inconsistent impedance readings. When the right contacts 9, 10, and 11 were programmed as active contacts and therapy impedance was tested it consistently showed ¿high impedance low current,¿ even though electrode impedance testing showed healthy impedances values in the electrode impedance screen. When electrode impedances were taken on the left side at 3.0 volts they reported unipolar impedance values of around 1100 ohms and bipolar values around 1800 ohms. It was added that case+, 10- was 1639 ohms at 3.0 volts, and that one of the therapy impedance tests had been run at 2.5 v, 90 ¿sec, 185 hz. The manufacturer representative stated that the only combination ¿he can get¿ is case +, 8- and the patient couldn¿t handle much past 1.4 volts. Specific high impedance values were not provided. It was reported x-rays had been done, however results were not provided. Ten days later the manufacturer representative reported that they had seen the patient the day prior and they were receiving good stimulation and tremor control, however the discrepancy between the therapy impedance values and the electrode impedance values remained the same. Reprogramming had been performed and it was also reported that they were unable to adjust stimulation, however information regarding this allegation remains unclear. The patient¿s status was reported as no injury and there were no symptoms or complications associated with the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3387s-40, lot# va0a6qh, implanted: 2014-(B)(6), implanted: 2014-(B)(6), product type lead. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product type lead, product ID 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 3387s-40, lot# va0a6qh, (B)(4).